Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found flattened and stretched out of specification, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle, and the download data returned no abnormalities. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported the patient's blood glucose (bg) rose between 260 to 358 mg/dl. The pod was worn on the patient's leg for longer than 48 hours.